Event description:
It was reported the impedance in (B)(6) 2012 was greater than 4000 ohms.

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was having more bradykinesia, stiffness, and was not moving as freely in the left arm. There was no known incident or trauma related to the issue and it had been occurring for the two months prior to the report. The patient was at a clinic at the time of the report and her status was 'fair.' The patient was programmed for electrode pair 4 and 7 because it gave her the best relief and using the other contacts caused the patient to experience increased pain. Nothing could be 'gleaned' from the x-ray as to show a possible fracture in the system. At 2.64 volts the group impedances read >4,000 ohms. At 3.0 volts the impedances varied from 2,815 ohms down to 15 ohms. Also, the impedance that read 2,815 ohms was 792 ohms back in (B)(6) 2011. The health care provider (hcp) decided to titrate the patient's settings to try to get her some better symptoms control until the issue could be determined or the device could be replaced. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot# v327567, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot# v327567, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
Follow up from the health care provider reported the cause of the event was a worsening of symptoms. It was noted the implantable neurostimulator (ins) was attributed to the event. Impedance measurements for (B)(6) were from 2000 ohms to less than 15 ohms at 3.0 volts, however, it was unclear which values pertained to specific electrodes. It was noted there was presumed normal battery depletion and the patient was schedule for a replacement in the (B)(6). Reprogramming was done and voltage was increased. The patient had some motor improvement but when checked four weeks later the patient was not back at baseline. Signs and symptoms included bradykinesia and stiffness in the left side of the body. There was no hospitalization due to the event.